Event description:
Ous MDR - it was reported that about 59 months after the implantation, an request to perform a memory dump upon interrogation was noted. A device re-initialization was performed but that did not change the device behavior. The product was not returned as it is currently still implanted. No adverse patient side effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The implanted device automatically and precautionary prompted a recommendation for a memory dump due to the possibility of a slightly too low battery voltage. The memory dump was subsequently performed and the data was analyzed. The analysis did not show an indication of a device malfunction.